Event description:
It was reported that the primary tha was revised due to suspected infection. After the primary surgery, the patient suffered from cystitis and complained of hip pain. Crp value elevated 9.0 to 1.6 and the revision was decided. Intra-operatively, stability of the cup and stem was confirmed. The customer would like to know the presence or absence of poly wear, trunnion corrosion, trunnion loosening.

Manufacturer narrative:
An event regarding infection involving a femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 20 november 2019 this inspection indicated: scratching consistent with contact against a hard object was observed on the head articulating surface. Damage consistent with contact against a hard object was observed on the distal rim. Debris was observed on the taper surface in addition to damage consistent with interaction with the stem. A material analysis has been performed. The report concluded:biological material was observed on the main body of the stem. Damage consistent with the implantation/explantation process was observed on the trunnion, neck, and main body of the stem. Debris was observed on the trunnion of the stem and eds confirmed the chemical composition was consistent with an oxide, base material, material transfer from the stem, biological material, and the decontamination process. Damage consistent with contact against a hard object was observed on the articulating surface and distal rim of the head. Debris was observed on the head taper and elemental analysis confirmed the chemical composition was consistent with an oxide, corrosion process, biological material, and stem material transfer. The chemical composition of the stem base material was consistent with an astm f1813 alloy and the head base material was consistent with an astm f1537 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the material analysis report concluded: biological material was observed on the main body of the stem. Damage consistent with the implantation/explantation process was observed on the trunnion, neck, and main body of the stem. Debris was observed on the trunnion of the stem and eds confirmed the chemical composition was consistent with an oxide, base material, material transfer from the stem, biological material, and the decontamination process. Damage consistent with contact against a hard object was observed on the articulating surface and distal rim of the head. Debris was observed on the head taper and elemental analysis confirmed the chemical composition was consistent with an oxide, corrosion process, biological material, and stem material transfer. The chemical composition of the stem base material was consistent with an astm f1813 alloy and the head base material was consistent with an astm f1537 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The reported event of infection was not confirmed. The patient also like to know the presence or absence of poly wear, trunnion corrosion, trunnion loosening however this cannot be confirmed as insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays , operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The following devices were also listed in this report: screw; qty 2; cat#: unk; lot#: unk. Dome hole plug; cat#: unk; lot#: unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade tmzf hip stem #4; cat# 6020-0435; lot# unknown, trident psl ha cluster 50 mm; cat# 542-11-50e; lot# unknown, v40 cocr lfit head 36 mm/0; cat# 6260-9-136; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the primary tha was revised due to suspected infection. After the primary surgery, the patient suffered from cystitis and complained of hip pain. Crp value elevated 9.0 to 1.6 and the revision was decided. Intra-operatively, stability of the cup and stem was confirmed. The customer would like to know the presence or absence of poly wear, trunnion corrosion, trunnion loosening.